Manufacturer narrative:
Manufacturer investigation conclusion: a direct relationship between the device and the aortic insufficiency could not be conclusively determined through this evaluation. The submitted log file contained data from 07jan2019 to 08jan2019. The pump was set to a fixed speed and operated above the low speed limit for the duration of the log file. The log file consisted of pi events as well as power cable alarms which appeared to be associated with routine power exchanges. There were no atypical alarms and the log file appeared to show the system operating as intended. The hm ii lvas IFU explains that moderate to severe aortic insufficiency must be corrected at time of device implant. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines the recommended anticoagulation therapy and inr range.

Manufacturer narrative:
Approximate age of device: 7 years and 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient was seen in clinic on (B)(6) 2019. The patient had pleural effusion and increased shortness of breath upon arrival. An echo with speed changed was performed on (B)(6) 2018, the results indicated an increased aortic insufficiency and right ventricular dysfunction. Per the account, the patient will be treated on (B)(6) 2019 for multi-located pleural effusion. There is no current plan of treatment to fix aortic insufficiency and right ventricular dysfunction.